Manufacturer narrative:
Clarification to section d. UDI number (d4): (B)(4). Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Health effect- impact code: f2303. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via email that a patient was injected in the jawline with juvéderm® volux¿ xc. Healthcare professional stated that it is a possible adverse event. Status is unknown. Additionally, healthcare professional (hcp) reported that the patient was injected with 2cc of juvéderm® volux¿ xc in the jawline/chin. Five days after the injection, the patient experienced an abscess located on their bilateral lateral cheeks. Next day, patient was treated with medrol dose pack and doxycycline. Two days later, patient received hyaluronidase injection, im kenalog. Next day, patient received lisingoni strong, hyaluronidase. Two days later, patient underwent surgical I & d and CT head/neck which resulted abscess located to the bilateral lateral cheeks. No osteomyelitis. The healthcare professional reported that the patient had a "very high" >25000 covid 19 abs" which deemed not device related. Symptoms are ongoing.